Event description:
Upon inserting the introducer into the patient, blood was leaking from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5fagilis steerable introducer sheath and dilator were received for evaluation. No visual anomalies were noted. Functional testing revealed a leak at the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.